Event description:
The device was used during an appendectomy procedure. Reportedly the pouch broke at the seam spilling the specimen into the pt's abdominal cavity. Specimen was retrieved without injury to the pt. Pt stay was extended for several extra days for observation.